Event description:
The rptr indicated that at implant, after the atrial and ventricular leads were connected with the pacer, vvi behavior was observed on the ECG monitoring system before placing the device into the pocket. Small signals that were similar to a-pulse were also observed on the ECG monitoring at almost the same time where an a-pulse would appear. This was determined to be noise because no atrial capture was obtained. After inserting the device into the pocket, doo pacing was observed and no qrs was sensed. After extracting the leads from the device, no anomaly was seen. The leads were then connected to the device and it was inserted into the pocket again. At the doctor's request, the pacer was replaced because the same anomaly was seen.